Event description:
Procedure type: tumor removal. According to the reporter: during removal of a carcinoma in the patient's back, the needle detached from the suture strand; the needle was retrieved, but there was a longer operation time of over 30 minutes. There was no tissue damage, additional blood loss, or other consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4).